Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Ni

Manufacturer narrative:
Apoc incident # (B)(4).

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.13 on a (B)(6) male patient presented in the emergency room with dizziness and weakness. The customer states product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.